Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic bronchoscopy procedure, the bronchovideoscope had snow on the screen, and the picture was going in and out. The procedure was completed with a back-up device. There was no harm or injury reported.